Manufacturer narrative:
The facility's (B)(6) contacted physio-control to provide further information about the patient.   Additionally, the (B)(6) advised that the patient did not survive the event. The (B)(6) further stated that the device use did not contribute to the patient outcome because a backup device was immediately available and there was no delay in providing care to the patient. It was later confirmed by the biomedical engineer who was evaluating the device that proper device operation was observed through functional and performance testing.  The unit was then returned to the customer for use. The device has not been returned to physio-control for evaluation.   The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).   Physio-control advised the third party biomedical engineer that the customer's device is not under warranty and no longer supported by physio-control.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a third party biomedical engineer, contacted physio-control to report that their customer's device did not shock when prompted during an event involving a patient.  The biomedical engineer advised that a backup device was available and used to continue patient care.  No further details about the patient or the event were provided. Physio-control has attempted to contact the reporter in order to obtain additional information about both the patient and the event; however, no response has been received.